Manufacturer narrative:
Concomitant product(s): a 694765 lead, implanted: (B)(6)2002.. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a patient alert occurred. It was further reported that the patient's atrial fibrillation burden increased and noise was noted on the atrial lead with isometrics. The lead was monitored closely and was later programmed off. The lead remains implanted. No patient complications have been reported as a result of this event. The patient is a participant in the product surveillance registry clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.